Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0z8mp, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer representative that they had some symptom return. The manufacturer representative noted all 4 programs were using high amplitude so the physician decided to do a lead revision. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.